Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. On (B)(6) 2026 the wearable failed. The patient took a fingerstick at 05:33 pm and the blood glucose reading was 535 mg/dl. The patient could not remember the last reading from cgm before the sensors failed. At that time the patient was feeling hyperglycemic and felt symptoms of headache, dizzy, nauseated, felt like was going to be sick and experienced stomach pain. The patient self-treated with insulin via their omnipod pump. The patient didn't insert a new sensor at that time. Her sister-in-law decided to drive her to ER. Upon arrival a fingerstick was taken but the patient didn¿t remember what the reading was. They immediately put a whole bag of intravenous fluids, injection of insulin, and the patient was given an unspecified nausea medicine. The patient stayed in the ER for 6 hours and was discharged the same night. At the time of the report the patient was stable. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.